Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus medical systems corp. (Omsc) for evaluation. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Omsc confirmed the device, and found that the reported phenomenon was duplicated and the circuit board of the video connector of the device was broken. Omsc surmised that the reported phenomenon was occurred due to the circuit board of the video connector of the device was broken by following cause. - the video connector was temporarily short-circuited by connecting to the video system center with water etc. Adhering to the electrical contacts. - a temporary overcurrent occurred when the user plugged and unplugged the video connector from the video system center while the video system center was turned on. - static electricity was applied to the electrical contacts of the video connector.

Manufacturer narrative:
The device was returned to olympus service operation repair center (sorc). The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during preparation for use, the endoscopic image of the device was not displayed. The user replaced the device to another device to complete the procedure. Other detailed information was not provided. There was no report of patient injury associated with the event.